Event description:
It was reported that a patient enrolled in the m2a 38 clinical study underwent a total hip arthroplasty on (B)(6) 2003. A subsequent revision was performed (B)(6) 2006 due to aseptic loosening. The cup and head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."